Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date, indication and initial approach of index surgical procedure? Product code and lot number? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were there any intra-operative complications? Other relevant patient history/concomitant medications? Onset of pain and utis from the initial surgery? How were utis treated? Results? Location and character of the pain? What medical intervention was given for the pain management? Results? Date, indication and surgical findings of vaginal portion mesh removal? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Were all symptoms resolved after mesh removal?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced pain, urinary tract infections/utis and dyspareunia and underwent a removal of mesh vaginal portion. Additional information has been requested.